Event description:
The customer reported, the system will not boot up, the system hung during a boot process before cysto procedure, and during a second attempt, the system booted and cases were conducted. No patient injury was reported.